Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 400 mg/dl at the time of incident, 452 mg/dl, took a manual injection of 3 units and then another injection, blood glucose level was 272 mg/dl and 406 mg/dl and current blood glucose level was 217 mg/dl. Customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contacted their health care professional regarding the high blood glucose. Customer does not allege insulin pump was under delivering. Customer declined to continue insulin pump troubleshooting. The devices will not be returned for analysis.